Manufacturer narrative:
(B)(4). The device was returned for evaluation. Based on the sst (strip simulator tester) and pod program delivery test was found to successfully passed and recorded into the device memory. Per user guide stated clean site prior to testing blood glucose levels. The pdm was found to function as intended. No problem found. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and it advises ¿hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.¿

Event description:
The customer's wife reported that his blood glucose reached 6 mg/dl, the patient went to his physician and was treated with lantis.